Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: custom power wheelchairs. Controller/joystick/options, not able to duplicate issue. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was not confirmed for abruptly stopping. The joystick did not stop during testing. Complaint was not confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation. User¿s manual review 1143151 rev. K. Danger - risk of death or serious injury - not wearing your seat positioning strap could result in death or serious injury. Always wear your seat positioning strap. Your seat positioning strap helps reduce the possibility of a fall from the wheelchair. Every six months, and as necessary, take your wheelchair to a qualified technician for a thorough inspection and servicing. Weekly, monthly and periodic inspections should be performed by user/attendant between the six month service inspections. Regular cleaning will reveal loose or worn parts and enhance the smooth operation of your wheelchair. To operate properly and safely, your wheelchair must be cared for just like any other vehicle. Routine maintenance will extend the life and efficiency of your wheelchair. Previous complaint review- findings related to this complaint:: consumer leaves the chair out in the rain.

Event description:
Provider states the consumer alleges the chair abruptly stopped working the client did not have her seat belt on and fell out of the chair. Provider was advised the patient does not like her chair. Provider states he could not duplicate the issue when evaluating the chair. No additional information provided. Update from 03/29/2016 added by consumer affairs: the sales representative stated could not confirm a malfunction of the chair; chair was working properly during inspection.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed. User¿s manual review (B)(4) (page 17) danger - risk of death or serious injury - not wearing your seat positioning strap could result in death or serious injury. Always wear your seat positioning strap. Your seat positioning strap helps reduce the possibility of a fall from the wheelchair. (Page 82) every six months, and as necessary, take your wheelchair to a qualified technician for a thorough inspection and servicing. Weekly, monthly and periodic inspections should be performed by user/attendant between the six month service inspections. Regular cleaning will reveal loose or worn parts and enhance the smooth operation of your wheelchair. To operate properly and safely, your wheelchair must be cared for just like any other vehicle. Routine maintenance will extend the life and efficiency of your wheelchair. Previous complaint review- findings related to this complaint: consumer leaves the chair out in the rain.

Event description:
Provider states, the consumer alleges the chair abruptly stopped working the client did not have her seat belt on and fell out of the chair. Provider was advised the patient does not like her chair. Provider states he could not duplicate the issue when evaluating the chair. No additional information provided. Update from (B)(6) 2016 added by consumer affairs: the sales representative stated could not confirm a malfunction of the chair; chair was working properly during inspection.